Event description:
It was initially reported that a psychiatrist's handheld would take from 40 to 50 seconds to proceed through some screens but the device was still functioning. Additional info from the psychiatrist reported that a pt's parameter of signal on time had changed inadvertently due to unk reason during interrogation of the pt's generator and it had been the second time the event had occurred. Furthermore, the psychiatrist reported the handheld was frozen at the "interrogation successful screen" and performing a soft reset resolved the event. Diagnostics were performed and they were found to be within normal limits. At the moment the cause of the change in parameters is unk as good faith attempts to obtain additional info have been unsuccessful to date.